Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The rep programmed with patient with adaptive stimulation (as) on (B)(6)2018 and ended the session. However, when they checked with the patient controller, it was showing that the stimulation was at 0ma and the patient was not feeling stimulation. The ins was set to group b throughout the duration of the programming session and it was not changed to group a or c. No troubleshooting was yet performed. Technical services had the caller check the programmer parameters which showed the following intensities for group b: upright 1 was at 15.2 ma, upright 2 was at 4.4ma, back 1 was at 11ma, back 2 was at 2.4ma, left 1 was at 12.2ma, left 2 was at 2.4ma, right 1 was at 14.4ma, right 2 was at 3.2ma, mobile was at 0ma, reclining was at 0ma, and front was at 0ma. The rep had not programmed intensities for the other two groups a or c. Technical services did not have the rep attempt to change the group during troubleshooting. The only steps taken during the call were to interrogate with the clinician programmer and check/confirm that the group had programmed parameters and then when the clinician programmer session was ended they used the patient controller to confirm that the stimulator and as were functioning as intended. When they went back to the controller it was displaying the correct positions as the patient was moving and displaying the correct intensities. The ins was working as intended so the rep did not require any further troubleshooting. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-oct-30. The hcp provided the patient¿s weight at the time of the event. No further complications were reported/are anticipated.